Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they could duplicate the reported issue. The issue was resolved by manually recycling power to the command processor and then restarting the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore, no parts were returned for analysis.

Event description:
A medtronic representative reported that, when starting up the imaging system, the generator would not complete initialization. No additional information was provided. There was no patient present when this issue was identified.